Manufacturer narrative:
(B)(4).

Event description:
The patient complained of diaphragmatic stimulation. Atm was turned off in the lv and they lowered outputs to 1.5v and increased pulse width to 0.75. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.